Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs lead had fractured. The fractured was confirmed via imaging and surgical intervention took place in order to resolve the issue with a replacement.